Event description:
The service center was informed that a patient cultured positive for an unknown organism. The user facility reported that the scope used was cultured twice. The first culture came back positive for microbial growth (organism unknown). The second culture was negative for any microbial growth. The patient¿s course of treatment is unknown.